Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was due to patient anatomy, most likely due to patient condition of small vessels. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump was unable to advance through the patient's small vasculature during attempted delivery. Despite multiple attempts, the pump could not be placed and the decision was made to abort the implant. There was no patient harm.